Manufacturer narrative:
(B)(4). One sample returned for evaluation. Visual examination shows that the unit is severely contaminated; brownish liquid contained in the pilot balloon, inflation line and cuff body. The cuff could not be inflated, there is a clean cut slit in the main body of the cuff. This type of damage is indicative of coming in contact with a sharp utensil or object. The cuff is confirmed to have a cut/slit; however there is no evidence to suggest that the defect occurred within our mfg facility. Info has been added to the database and trends will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
Sample analysis at the mfg site revealed a slit in the main body of the cuff. No pt involvement.